Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced the top right screw where tube holder is secured is broken. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken top right screw, where the tube holder is secured, was confirmed by baxter personnel during product evaluation. A definitive root cause has not yet been identified. The front bezel and a new tube guide screw was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported condition is due to broken/cracked tube guide. The tube guide was replaced to correct the situation.